Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, as limited information was provided, there are no known risk factors that could have contributed to the event (end-stage renal insufficiency, disorder of calcium metabolism). The root cause of this event could not be determined. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, the cause of the stenosis may be due to the patient factors (esrd, cad and cardiomyopathy) in combination with pre-existing valvular disease process, and/or the mechanisms described above.  In addition, the cause of the worsening pvl cannot be determined; however, cardiac remodeling could be a contributing factor. There was no allegation or indication a product deficiency contributed to this adverse event.  Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Approximately 4 years and 1-month post implantation of a 29mm sapien 3 valve in the aortic position, a 2nd sapien 3 valve was deployed.  The original valve was first dilated with a non-edwards 28mm bav and resulted in acute ai. The second valve was placed under CPR. Once the 2nd valve was deployed, the patient was resuscitated and stable. There was no residual leak and a mean gradient of 3mmhg. The patient was transferred for post management care.  Per report, the 29mm sapien 3 valve was failing. The valve appeared to be under-deployed from the initial implant and that may have contributed to the early failed valve. Upon review of medical records, the patient presented with weakness and found to have avb after recent gallbladder surgery.  During admission, an echo was performed and revealed worsened mild aortic regurgitation with a calculated aortic valve area 1.0 cm2, and elevated mean gradient of 52mmhg.